Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 2 pen ndl 32g 4mm 100bx 1200 USA were unable to deliver medication during use. The following was reported by the initial reporter: "it was reported that nothing came out of 2 pen needles and on there was no needle on the non patient end. Verbatim: consumer reported needle clog with 2 pen needles. Stated he attached the first pen needle to his insulin pen and nothing came out. Stated he then attached a second pen needle and nothing came out of that one either. Stated he looked at the npe of the second pen needle and saw no needle on the npe. Stated there was nothing to go into the pen. Consumer does not prime."

Event description:
It was reported that 2 pen ndl 32g 4mm 100bx 1200 USA were unable to deliver medication during use. The following was reported by the initial reporter: "it was reported that nothing came out of 2 pen needles and on there was no needle on the non patient end. Verbatim: consumer reported needle clog with 2 pen needles. Stated he attached the first pen needle to his insulin pen and nothing came out. Stated he then attached a second pen needle and nothing came out of that one either. Stated he looked at the npe of the second pen needle and saw no needle on the npe. Stated there was nothing to go into the pen. Consumer does not prime."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on:2020-12-28. H6: investigation summary customer returned (1) used 32gx4mm bd pen needle without a tear drop label attached. Consumer reported no needle on the npe. The returned pen needle was examined, and it was observed that the non-patient end (npe) cannula was broken. No evidence of manufacturing defect was observed. Since the pen needle was returned after use, and no manufacturing defects were observed, the probable cause of the broken npe cannula is user error when attaching the pen needle to a pen injector. Customer returned (1) used 32gx4mm bd pen needle without a tear drop label attached. Consumer reported needle clog with 2 pen needles. The returned pen needle was examined, and it was observed that the non-patient end (npe) cannula was broken. Since the npe cannula was broken, the pen needle could not be tested for flow to determine if the pen needle was clogged, therefore, the issue could not be confirmed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. The possible root cause for this issue is: user error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen.